Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit failed pim leak test. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
The getinge service territory manager (stm) that encountered the issue replaced pim. Functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications. Returned to customer. The removed pim was returned to the failure analysis and testing department(fat) for investigation. Unable to test and verify the reported failure due to the pim missing the volume disk. Retaining the parts in the failure analysis and testing dept. Per procedure.